Manufacturer narrative:
Investigation results: no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. Since we have not received the defective sample, we cannot confirm the status and composition of the foreign matter, so the root cause of this defect cannot be determined. The plant will continue to track and monitor such defects.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc had foreign matter when inserting an intravenous catheter for a patient, if black material is observed on the heparin cap of a new, unopened catheter, immediately discontinue use and replace it with a new catheter for insertion.